Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Smoking - oral-b [device catching fire] . Case narrative: consumer via phone stated that their oral-b io 9 toothbrush started smoking. No injury was reported. 13-sep-2023 follow up via pictures: the suspect product lot was ah11231206. No injury was reported.